Event description:
A pt's capillary sample was tested, using the suspected device, with a reuslt of 92 mg/dl. An add'l venous sample was reportedly obtaoned, from the same pt, and when tested in the facility's lab, measeured 154 mg/dl (16 mins later). Additionally, reporter indicated that an add'l lab comparison was performed , with the suspect device reading 167 mg/dl (capillary smapel), and facility's lab reading 49 mg/dl (venous sample, 15 mins later). Reporter noted that pt was not treated based on the values obtained on the suspect device. Quality control testing was reportedly performed on the suspect device, with the results falling within the acceptable range. Technical asupport requested the return of the suspect product and replacement product was shipped.